Event description:
Pt reported that, for the past 2 weeks, the device's piston rod would not fully retract. No error messages were generated by the device. Pt's blood glucose was not affected and no treatment was received.